Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient ate a lot of pizza and did not have enough insulin left in the pod to wear overnight, resulting in the him being hospitalized on (B)(6) 2018. The patient was admitted to the intensive care unit and diagnosed high blood glucose levels, which read 489mg/dl at the hospital, with high ketones. He was also experiencing constipation. Treatment included an insulin drip and IV fluids with magnesium to reduce his high blood glucose levels. The patient was transported via ambulance on (B)(6) 2018 to a children's hospital where treatment was the same but he was also given a sugar solution in his fluids to manage his decrease in blood glucose levels, as he was down to 84mg/dl. An adjustment was also made to the patient's I:c ratio (decreased from 10 to 5) and his target was changed to 80mg/dl (correct above 150mg/dl). The patient was released on (B)(6) 2018. No further information regarding the event, circumstance leading up to it, or device was provided.